Event description:
The customer reported that the device locks up during opcheck and a change button failure.

Manufacturer narrative:
(B)(4). The customer reported that the device locks up during opcheck and a charge button failure. There was no reported pt involvement. The device was evaluated at philips. The symptom was clarified as the device locking up during opcheck at the charge button step. The software was upgraded to resolve the issue.